Manufacturer narrative:
Clear correct findings: patient has chemical reactions and several allergies. Issue occurred in the throat and tongue. Pending additional information from the customer. Ps sent the msds to the customer so the patient can identify if anything in the material is a known allergy for her. Provider services has tried reaching out the customer, however, there has been no response. ***update june 4, 2025*** https://clearcorrect.zendesk.com/agent/tickets/1346947 - customer called in to get the msds sheet and stated the patient did go to the ER for the reaction and it was determined the devices were the cause of the issue; however, no report was received to verify the diagnosis. Clinical evaluation: the complaint is from a patient who believes she is having an allergic reaction. She also reports a history of chemical reactions and allergies. There is no clinical evaluation, medical and dental history, additional details, photographs or other information provided. Given the history of several allergies and lack of a professional opinion, no associations with the retainers or other conclusions can be determined at this time.

Event description:
Patient called to report it, she had an allergic reaction to the retainer. She has the allergic in the throat and the tongue. She wanted to know the materials the retainers are made.